Manufacturer narrative:
9/21/1998- supplemental report sent to FDA. Additional data entered in d-9. (Product return date). Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the tip of the instrument broke off. The hosp has reported no pt injury occurred.